Event description:
I had a permanent dental implant, less than 5 years old, that the abutment broke off in my mouth and I almost swallowed it. I had to go back to my dentist, who then sent me to the oral surgeon who had to remove the screw that was still in the implant in my jaw. Then I had to return to the dentist to fit a new crown, which I am now expected to pay for. The process took months and the manufacturer zimvie is not responsive. Permanent oral implant. Model number; catalog number; lot number; serial number; and UDI number: all unknown.